Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the leadless implantable pulse generator (ipg) the impedance measurements were high and there was an increase in r-waves. Approximately thirty minutes after the implant procedure, the impedance decreased "slightly." The ipg remains in use. No patient complications have been reported as a result of this event.